Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the received device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned device data and the provided information have been analyzed thoroughly. The analysis revealed that most likely electromagnetic interference (emi) from the reported ablation procedure led to temporary timing changes and an increased basic rate. Temporary interference with the pacemaker cannot be excluded if strong external electromagnetic sources such as ablation are applied in close proximity to the implantable device. In conclusion, it is reasonable to assume that the event was caused by the ablation procedure, performed in close proximity to the implanted pacemaker.

Event description:
This device was explanted due to at the start of an av node ablation procedure, physician attempted to program the device to vvi mode at 40 bpm. The programming bar would remain on the screen briefly, and then the device would immediately begin pacing at 95 bpm. Magnet response was programmed to sync to rule out magnet-induced pacing. However, every time they attempted to program to vvi at 40 bpm, it reverted to pacing at 95 bpm.